Manufacturer narrative:
E1: phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not staying in standby mode. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer reported to the remote service engineer (rse) that the device was not staying in standby mode. The customer informed the rse that the problem persisted after trying different ventilator settings and multiple variations of the patient circuit. In an attempt to resolve issue, the customer performed an active field change order, however, the issue remained. The rse asked the customer to performed verification tests to check the flow sensors and mentioned that the distributor will try to swap the flow sensors with a different ventilator. This investigation is ongoing.

Manufacturer narrative:
H10: per good faith effort (gfe) response, the issue was confirmed as the problem disappeared once the customer replaced the flow sensor assembly from another device. The customer then replaced the flow sensor assembly and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.